Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/15/2021. H.6. Investigation: eight sealed samples and two photos were received for evaluation by our quality engineer. Through visual inspection of the phots, a leakage past the stopper ribs was observed. There was no visible damage or molding defects observed in the syringe that could have caused the leak and the stopper appeared to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2008326, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The eight returned samples were disassembled for further evaluation. There was no molding defects or damage in the plunger rod or other components. All product underwent a leakage test and no leakages occurred. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the retained samples the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: syringe plunger seal rings unsealed. On the occasion of a levy of doxorubicin using a 60ml ll syringe bd, observation of a leak of the liquid of cytotoxic between the 2 rings of the joint of the piston of the syringe. The defective syringe is quarantined and a new syringe is prepared.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: syringe plunger seal rings unsealed. On the occasion of a levy of doxorubicin using a 60ml ll syringe bd, observation of a leak of the liquid of cytotoxic between the 2 rings of the joint of the piston of the syringe. The defective syringe is quarantined and a new syringe is prepared.